Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tiny white piece within the syringe. It was noted that it was material from the cartridge septum. There was no reported impact the user's blood glucose level. The user continued to fill insulin in the cartridge with the syringe.